Manufacturer narrative:
Lot #: this information has not been provided. Additional information has been requested. Catalog #: could be either (B)(4) or (B)(4). Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Surgeon implanted a cmf distractor for cranial posterior distraction. The surgeon used two different flexible extension arms. One of the flexible arms broke and surgeon planned to remove and replace it with a new one. Usage of the distractor in this manner is an off-label use.